Event description:
The hexagon portion of the screwdriver twisted while the surgeon was distally locking a 7.5 mm nail. This event did not cause an adverse consequences for the pt or a surgical delay.

Manufacturer narrative:
Summary of eval: eval results suggest that this event was attributed to instrument overload. Corrective action has been implemented.